Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03168 / 03169). Product requested, not yet received.

Event description:
During a total hip arthroplasty, two liners that the surgeon attempted to implant would not seat in the cup. A third liner was used to complete the procedure after an unknown delay.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - g7 acetabular cup catalog#: 110010242 lot#: 3799734. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of device records found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Dimensional analysis revealed several measurements were out of tolerance; however, this is likely due to deformation noted along the rim and dome from unsuccessful attempts to impact the liner into the cup. A conclusive root cause of the event could not be determined with the available information. Corrective action has been initiated to address the reported issue.